Event description:
According to the information received, a 17mm amplatzer septal occluder (aso) was implanted, but came loose and lodged in the aorta. Open heart surgery was performed to remove the aso.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. Sjm requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because (the device was not returned for analysis and) medical records and images were also not provided. The cause of the embolization remains unknown.

Manufacturer narrative:
The procedural cardiac catheterization report of this procedure, was received by sjm on (B)(4) 2012. A summary of this report by was provided sjm's in-house medical consultant and is as follows: this (B)(6) male patient underwent device closer of the atrial septal defect (asd). The procedure went well and the patient was discharged home. When the patient returned for 6 week follow up, he was asymptomatic and doing well clinically. An echocardiogram revealed that the device embolized. A CT scan was performed which showed that the device was in the aortic knob (immediately distal to the left subclavian artery). He underwent open heart surgery to close the defect and for removal of the device. At the site of the embolized device, some endothelialization had occurred as it was a little difficult to remove the device. However, the procedure was successful and no damage to the aorta was noted. The asd was found to be very large (per the surgeon's note, 4-5cm with a flimsy atrial septal rim). It was closed with a pericardial patch. It is clear that the device had embolized for several weeks since endothelialization had occurred at the site of the device embolization. Device embolization into the left atrium is usually suggestive that an under-sized device was used (per surgeon's note, the combined diameter of the two defects was very large), or, the the device was not placed properly. Unfortunately, we will not be able to objectively deduce why the device embolized, as no procedural images were provided.